Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white plastic foreign material could not be identified although it was concluded that the material was not originated from olympus. The specific root cause could not be determined at this time. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. In addition to evaluation in event, distal end adhesive was lifting. Water flow did not meet specification. The water removal did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera elite gastrointestinal videoscope) was returned with no complaint from by the end user. There was no report of patient harm associated with this event. During maintenance, it was determined foreign matter (white plastic-like) was protruding from the air/water nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.